Event description:
It was reported that a device was implanted in a patient in an unspecified spinal procedure. It was reported that a patient developed bone erosion post-operatively at the l3-4-5 levels.

Manufacturer narrative:
(B)(4): the device was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medical interpretation: lateral x-ray of l3-l4-l5 transforaminal lumbar interbody fusion (tlif) with pedicle screws in place. Device well positioned. CT sagittal reconstruction show sclerosis, remodeling, and potential artifact. However, solid fusion does not look to have occurred at either level. Pseudoarthrosis over time would be expected to generate endplate erosion and sclerosis.